Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that when needle shield was removed the needle hub separated on two syringes. The following information was provided by the initial reporter: consumer reported when she removed the needle shield, needle hub separated.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that when needle shield was removed the needle hub separated on two syringes. The following information was provided by the initial reporter: consumer reported when she removed the needle shield, needle hub separated.

Manufacturer narrative:
Correction: d4: UDI #: (B)(4). The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-jul-2022 h6: investigation summary customer returned (2) loose 0.5ml bd insulin syringes. The customer reported when the needle shield was removed the needle hub separated. The samples were examined, and it was observed that 1 syringe featured a separated needle hub/shield assembly. No damage to the barrel tip was observed. The other syringe did not feature hub separation; the shield was able to be removed properly. A review of the device history record was completed for batch# 1298594. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue.